Event description:
Info rec'd indicates the bed is stuck in the brake position.

Manufacturer narrative:
The technician found the brake detent was cracked, preventing the brake from unlocking. He replaced the brake detent to repair the bed.